Event description:
Reportedly the patient underwent a laparoscopic cholecystectomy where during the procedure a component disengaged into the patient's cavity and was not retrieved. Initial imaging studies were negative for foreign body. Additional imaging studies were completed following the surgery which showed the tip near the inferior portion of the right lobe of the liver. The hospital has reported no injury to the patient.